Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was in hypothermia therapy, and nurse stated that the patient temperature had been erratic throughout therapy and the temperature cable was attached to foley probe. The patient temperature was currently reading 32.4c with temperature sensing foley on the arctic sun device, and the temperature was 35.6c on bedside monitor with rectal probe. The water temperature was currently at 40c. Mss suggested switching the foley with the rectal probe on the device to see if problem is temperature cable or foley probe. The device was now reading 35.6c, the water temperature was coming down during call. The issue was with foley probe, not device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient was in hypothermia therapy, and nurse stated that the patient temperature had been erratic throughout therapy and the temperature cable was attached to foley probe. The patient temperature was currently reading 32.4c with temperature sensing foley on the arctic sun device, and the temperature was 35.6c on bedside monitor with rectal probe. The water temperature was currently at 40c. Mss suggested switching the foley with the rectal probe on the device to see if problem is temperature cable or foley probe. The device was now reading 35.6c, the water temperature was coming down during call. The issue was with foley probe, not device.

Manufacturer narrative:
Upon further review, it has been determined that this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the patient was in hypothermia therapy, and nurse stated that the patient temperature had been erratic throughout therapy and the temperature cable was attached to foley probe. The patient temperature was currently reading 32.4c with temperature sensing foley on the arctic sun device, and the temperature was 35.6c on bedside monitor with rectal probe. The water temperature was currently at 40c. Mss suggested switching the foley with the rectal probe on the device to see if problem is temperature cable or foley probe. The device was now reading 35.6c, the water temperature was coming down during call. The issue was with foley probe, not device.